Manufacturer narrative:
Literature attachment: impact of pre-existing left atrial appendage occluder on catheter ablation of atrial fibrillation. It was reported that 65 patients with preexisting left atrial appendage occluder and 124 patients without left atrial appendage occluder on catheter ablation of atrial fibrillation were reviewed. Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities, mellitus, hypertension, congestive heart failure, bleeding, myocardial infarction, stroke/transient ischemic attack (tia), and coronary artery disease. Some of the complications reported were stroke, bleeding, pericardial effusion, peri device leak, tachycardia, and atrial fibrillation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
Atrial fibrillation, atrial flutter, peri device leak, pericardial effusion, stroke, microthrombus embolization anticoagulation, ablation, cryoablation, radiofrequency ablation. The article, "impact of pre-existing left atrial appendage occluder on catheter ablation of atrial fibrillation", was reviewed. This research article is a prospective single center experience to evaluate patients with drug-refractory atrial fibrillation (af) and pre-existing left atrial appendage occluder (laao) device that may need pulmonary vein isolation (pvi). This study investigated the impact of pre-existing laao on af substrates and outcomes of pvi. The devices associated with this study were watchman and amulet/amplatzer cardiac plug. The presence of laao may impact on the procedure of pvi, there were no signfiicant difficulties in isolating the left-sided pv in patients with watchman devices, but in 4 (13%) of 31 patients with amulet/amplatzer cardiac plug complete left-sided pvi could not be achieved because the disc covered the ridge joining the la appendage to the body of the la. Extensive fibrosis or low voltage zone around the disc region descreased the need of ablation of ridge during left-sided pvi. In patients with persistent af, where complex fractionated atrial electrograms (cfae) was found around the laao device, ablation of these cfaes turned af to typical counterclockwise right atrial flutter, which was further terminated by cavotricuspid isthmus ablation. The af recurrent rate at 1 year was similar between the two groups (9.2% vs 8.8%). [The primary author of the article is jien-jiun chen, 1 division of cardiology, department of internal medicine, national taiwan university hospital yun-lin branch, dou-liu, yunlin county, taiwan. The correspondence author is dr. Chia-ti tsai, with the corresponding email: (B)(6). The time range of the study was unknown. The mean age was 72.1±11.4 years with 32 men (58%). The devices in this study included the watchman (laao#1) and amulet /amplatzer cardiac plug (laao#2). The number of patients in the study was 65 patients with preexisting laao and 124 patients without laao. Comorbidities include diabetes mellitus, hypertension, congestive heart failure, bleeding, myocardial infarction, stroke/transient ischemic attack (tia), and coronary artery disease.